Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found that the top and bottom cases were damaged and the right plunger case was cracked. A review of the event history log found a plunger not in place alarm. During the functional testing, the customer reported problem was able to be confirmed. The cause of the issue was found to be that the plunger pcb was damaged. The plunger pcb was replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that the syringe plunger was not in place and there was an error. There was no issue related to physical damage/mishandled abuse and there was no delay of therapy. There was no patient involvement and no patient harm/adverse event reported.